Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture.

Event description:
Patient reported "left mamma with pain..¿, ¿the prothesis has been exuding siliconoma and fluid, has already swollen twice with slight increase in size." Unknown if device has been explanted.